Event description:
It was reported by the facility that the patient had a foley catheter inserted and within a matter of hours the staff noted that the bed was wet and the catheter was laying on the bed.

Manufacturer narrative:
It was reported by the facility that the patient had a foley catheter inserted and within a matter of hours the staff noted that the bed was wet and the catheter was laying on the bed. There were no additional issues identified at the time of the incident. According to the facility, a catheter was placed for urinary retention. An additional catheter was placed and the patient is reported to be doing well, with no issues noted. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.